Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, missing display window cover, minor scratched lcd window, peeling keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had picture of an x pointing to a book with an exclamation. The customer's blood glucose value was 273 mg/dl. Customer also reported that the part of insulin pump was coming off. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.